Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint the ipg was not working after a procedure involving monopolar electrocautery was not confirmed. Ipg passed all cis testing. Ipg exhibits normal device characteristics.

Event description:
A report was received that the patient¿s ipg was not working properly after a non-device related procedure wherein monopolar electrocautery was used. The physician suspected device malfunction due to electrocautery that was used. The patient underwent an ipg replacement and was reportedly doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Event description:
A report was received that the patient¿s ipg was not working properly after a non-device related procedure wherein monopolar electrocautery was used. The physician suspected device malfunction due to electrocautery that was used. The patient underwent an ipg replacement and was reportedly doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).